Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down with no audible alarm while connected to a pt. The ventilator screen went blank and the ventilator did restart on its own. The pt turned blue, passed out, and allegedly bumped her head during the fall. The pt was brought to a physician. The pt appears to be well.